Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker failure outside of use. It is unclear if there was still sound coming from the device.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse tested the unit and noted it will make a lot of noise during startup. The screen stops at the philips logo and the startup cannot be completed. The fse replaced the loudspeaker assembly to resolve the issue. In addition to the replaced parts the unit had a software upgrade. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the loudspeaker assembly. After the speak assembly was replaced, the unit returned to specification. No further investigation or action is warranted at this time.